Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'burning smell' which was reproduced as swollen battery. Evaluation inspected the device and observed fluid intrusion into the battery cell, wireless flex and radio. The reported condition was verified. The cause was determined to be a fluid intrusion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module had burning smell. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.